Event description:
It was reported that the battery gauge was fluctuating causing the pump to shut down. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.